Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (The patient weight is unknown). According to the complainant, it was reported that the patient's cervix was patulous and required three tenaculum stabilizers to perform the procedure. During the procedure, the tenaculum stabilizers needed to be repositioned several times. At approximately thirty seconds into the heating phase of the procedure, a fluid loss alarm error message occurred with a fluid loss of 10cc's. The rate per minute of the fluid loss is unknown. The procedure was continued and the full ablation cycle was completed. However, it was reported that the patient did not receive an adequate ablation. In addition, upon removal of the sheath it was noted that the sheath had been pierced by one of the tenaculum stabilizers. Additional follow up reported that the physician administered the medication cytec to the patient prior to the hta procedure to loosen the cervix, since the patient did not have a history of any prior vaginal birth deliveries. It was also reported that the physician did not dilate the cervix beyond 8 mm. However, a cervical leak occured while the saline was at room temperature. The piece on the sheath was towards the location of the fins on the end of the device. It was confirmed that a leak from the sheath did not occur. Note: this MFR report pertains to the first of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2010-04150 for a description of the second device.